Event description:
It was reported that the procedure was to treat a 90% stenosed de novo lesion in the atrioventricular node artery with mild calcification and mild tortuosity. The 1.5x12mm mini nc trek balloon dilatation catheter (bdc) was advanced to the target lesion and the balloon was inflated; however, a rupture occurred during the first inflation after 3 seconds at 6 atmospheres. Therefore, the bdc was removed from the patient. Prior to use the balloon was soaked in saline and prepped (air aspiration) outside the anatomy. Another trek bdc was used to complete the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.